Event description:
Patient was using high-flo subcutaneous safety needle set, model number rms4-2609, with rms' freedom60 syringe infusion system, model number f10050. Upon the completion of infusion, patient removed administration set but could not remove one of the four needles. The needle the patient could not remove was in her thigh. Patient went to the emergency room and the needle was removed by the triage nurse. Patient was not evaluated by a physician and did not receive a medical report. The patient indicated that there were 3 or 4 other occasions during the previous year in which she had difficulty removing a needle but this was the first time she sought medical attention for the problem. The patient was contacted again on (B)(6) 2015. Patient indicated that she continued with her original treatment for approximately two months and experienced no additional problems before.

Manufacturer narrative:
A review of the manufacturer's 2014-2015 complaint file identified this event as reportable 06/23/2015.